Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while charging the pump battery, the pump became warm to the touch and afterward, the pump reset unexpectedly and parts of the pump history was missing. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.